Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-sep-2022, and confirmed that this device was not previously returned for servicing and that there were no production failures that correlated to the customer reported issue. Upon investigation of this incident, good faith attempts were made to obtain additional information. No responses were received from the field service engineer (fse) or the fse manager. The work order was cancelled by the fse.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the whole drawer 5 was indicating maintenance required. The user rebooted but it was saying the device was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.